Event description:
It was reported that the device was unable to be removed from the packaging. During preparation for a percutaneous coronary intervention procedure, the 1.25mm rotapro device was being removed from the packaging. Upon attempting to remove the burr from the packaging, it became stuck on rubber pieces within the packaging. While still stuck in its packaging, the burr was handed off to another person. It was at this time that the burr fell on to the floor and became contaminated. A 1.50mm rotapro burr was then opened and used to complete the procedure with no issues to the patient.